Event description:
A potential product issue has been identified with our primus high linear accelerator. In the abundance of caution this issue is being reported. The customer noticed that a chamber hv interlock #36 was displayed on the console monitor. Upon entering the treatment room to check the leds on the s33 printed circuit boards (pcbs), the customer found that there was smoke coming from the hc interface's four (pcbs). The customer noticed a small fire in the area of these pcbs and was able to blow out the fire. The fire alarm was not activated. The customer then called our customer service engineer for assistance. This event occurred during the morning check, so there was no patient in the treatment room. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). There was no injury or mistreatment reported, but if the potential for a catastrophic fire is not mitigated it could result in serious injury or death. Probability: preliminary b (improbable). Per design of the pcbs, wiring and other components it is not likely, that an event of fire will occur. Fire retardant components will prevent catastrophic fire once power has been removed from main source. There is no combustible material in the area. It is also reasonable to believe the burning smell will alert the user immediately and should provide ample time to remove power from system and remove patients from the treatment area to prevent smoke inhalation or serious injury. No other products are affected.